Event description:
The patient was implanted with a synchromed pump and catheter on 8/9/1996 for intrathecal infusion of morphine for non-malignant pain/ failed back surgery syndrome. On 4/28/1999, the pump was explanted due to a motor stall, after the patient experienced increased pain. The pump was returned to the manufacturer for analysis. Another synchromed pump was implanted on 4/28/1999 and the hcp stated the patient has increased pain relief.